Event description:
It was reported that when using the bd pyxis¿ es server structured query language delay was observed, possibly due to extract, transform, load operations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a delay in sql processing, possibly caused by the extract, transform, load (etl) process. The technical support specialist (tss) noted a potential etl issue, which resolved itself before bd support was engaged. Despite repeated follow-ups, there was no response from the customer. During the idn wrap-up meeting, it was confirmed that there were no further issues with the reports. The system functioned as intended after the technical support specialist resolved the verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server structured query language delay was observed, possibly due to extract, transform, load operations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.